Event description:
The customer reported that the images produced were black. No live image. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.